Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 3.50 x 24 promus element - stent delivery system was unable to cross the lesion. Upon removal of the device, stent damage was noted. The procedure was successfully completed with a 3.0 x 24 promus element - stent. No patient complications were reported and the patient's current condition is stable

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).